Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The biomedical engineer called stating that a patient death had occurred and they wanted to send in logs to be reviewed. The patient died.

Manufacturer narrative:
Per communications with the national sales specialist (nss), he has been unable to get in touch with the biomedical engineer to obtain the logs and additional information. Emails sent to the biomedical engineer by the quality specialist, have gone unanswered. A call to the risk manager, found that she was unaware of the event and would check into it, however, there has been no callbacks from the risk manager. A search of the database found no other calls for this issue. The limited available information does not support and/or allege a device malfunction.

Manufacturer narrative:
Based on the length of time passed and limited available information, it cannot be confirmed if the spo2 inop occurred, thus this will be considered a cause unknown malfunction. Per communications with the nss, he has been unable to get in touch with the biomedical engineer to obtain the logs and additional information. Emails sent to the biomedical engineer by the qs have gone unanswered. A call to the risk manager, found that she was unaware of the event and would check into it, however, there has been no callbacks from the risk manager. A search of the database found no other calls for this issue. On (B)(6)2018, the risk manager, contacted the solution center (sc) with new information (logs and strip) and wanting to discuss the information. The logs were reviewed by software engineer, (B)(6), who stated that no anomalies were noted in the logs to indicate that the device was not operating properly. A meeting was held with the risk manager, (B)(6), and quality specialist, on (B)(6)2018. The customer indicated no legal issues at this time, but the family was asking some questions. The customer had questions on the log entries and alarm behaviors (i.e. Silencing, suspending) as well as spo2 alarm limits and default. This is the only piic in this unit - no war room or overviews in use. It was explained to the customer that piic n logs only captured red level alarms along with silencing or suspending that occurred at the central station. Explained the difference between silence and suspend. Provided information on spo2 limits and desat. Per the customer, at the time the staff was interviewed (B)(6) they indicated that the spo2 was on but the sensor was found off the patient finger. This would explain the spo2 flatline on the strip. It was explained that the central station would have provided an spo2 non-pulsatile inop alarm (cyan) which would have had visual message in the sector and audio tone - however, per the logs, around the same time frame, other beds were alarming for higher level desat alarms - these would take precedence, thus it is possible the audio alarm for the spo2 inop was not heard by staff, though the visual should have been present. Based on the length of time passed and limited available information, it cannot be confirmed if the spo2 inop occurred, thus this will be considered cause unknown. .